Event description:
It was reported that the patient, who was confused, tore the catheter into pieces and one part remained in the bladder. It is unknown how the catheter was torn or cut into pieces. The catheter was in place for five days. After the incident an ultrasonic examination revealed that the remaining piece of the catheter was still in the bladder and has to be removed by a urological intervention. (B)(4) was reported; however, this product is sold in the united states, as (B)(4).

Manufacturer narrative:
(B)(4). Unknown if sample is available for evaluation at time of this report.